Event description:
It was reported that an intermate experienced a no flow or very slow flow during patient infusion. The device was filled with piperacillin-tazobactam and nacl. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed.